Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery. Following pre-dilatation, a 3.00x38mm synergy stent was advanced but failed to cross. When the device was attempted to be removed, the device got caught with the guide catheter and it was noted that the proximal edge of the stent strut was lifted. The procedure was completed with a 3.0-38mm synergy stent. No patient complications were reported.